Event description:
It was reported that during an unknown procedure, when the surgeon tried to fire the device, the firing knob did not go forward at the middle of the device. The second ntlc75 did not work as the first one. No patient consequences reported.

Manufacturer narrative:
(B)(4). Firing knob. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.